Event description:
It was reported that during a total colectomy, the device was being used to staple the lower rectum, but the cartridge had no staples so they did not staple. This caused 400ml of blood loss and extended the opearting time about thirty minutes. Another device was used to finish the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.